Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide device with a 6f sheath after a cardiac catheterization interventional procedure. Reportedly, the first proglide device was advanced into the artery until pulsatile blood flow was observed from the marker lumen; however, blood was also noted to be coming out from the quick cut mechanism. The device was not deployed and was removed from the anatomy. A second proglide device was used. Blood was also noted to be coming out from the quick cut mechanism; however, the suture was successfully deployed and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Returned unused, sterile representative samples were successfully tested and no malfunction was noted. The other perclose proglide device, referenced in event, is filed under a separate medwatch manufacturer report reference number. Device code 1506 was removed.